Event description:
The customer reported that a reservoir from one (1) ce intermate lv167 device had ruptured during patient therapy. According to the customer, the device was filled with 250 ml of vancomycin (concentration 5mg/ml) without using a filter. The infusion was roughly 1 hour into the 1.5 hour expected timeframe when the patient heard a loud "pop" and then the device fell to the floor (it was resting on a table). The customer stated the reservoir was still attached to the post and it looked 'normal' (not footed). There was roughly 80 ml solution remaining in the housing. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device involved in the reported event was not available, however, the customer returned a companion sample from the same lot. The companion sample was received by baxter for evaluation. A visual evaluation and functional tests were performed. The reported condition of a bladder rupture could not be confirmed. A follow up report will be submitted if additional information becomes available.